Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while in the stomach, the stapler was unable to fire. The surgeon was able to press the green button, but was unable to squeeze the handle. A new handle and reload were opened to complete the case and resolve the issue. There was no patient injury.